Event description:
The wife of the patient reported that her husband attempted to perform a bolus when he noticed that the lcd display was blank. The pt stated that he did not receive the a2 (low power pack warning), or the e2 (power pack depleted) warning. The pt is aware of the power pack recall, but forgot to change his power pack after two weeks. The pt replaced the power pack and his infusion device worked properly. The pt's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.